Manufacturer narrative:
Despite the out-of-range pace impedance issue, these medical devices remain actively in service. As no further information concerning this report is expected, our investigation is complete. This report will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was programmed to a unipolar configuration due to the ring issue of the lead.

Manufacturer narrative:
Most recently, additional information was received by boston scientific medical records from the health care provider which confirms that the reason for the unsuccessful measurements and testing involving the lv ring electrode were due to a fractured conductor--which was confirmed in additional testing. There continued to be no report or allegation of adverse patient symptom or associated crt-d performance. This lv lead and the associated crt-d remain actively in service, per the information available as of this date. The investigation is considered re-closed at this time. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous left ventricular (lv) lead did exhibit greater than 2,000 ohms pace impedance. There appeared to be an issue with the anode ring of the lv lead. It was determine that anytime the lv ring electrode was used in the pacing configuration (i.e. Lv ring-can, lv ring-rv, lv ring-lv tip and lv tip to lv ring), the paces did not capture during step down testing, even when the pace voltage was 7.5 volts and the pulse width was 1.0 milliseconds. It was also reviewed that the impedance test results and found that impedance for any pace vector involving the lv ring was saturated (lv ring-can, lv ring-rv, lv ring-lv tip and lv tip to lv ring vectors were saturated). It was also determined that the lv ring electrode was able to sense electrical activity. All pacing tests with the lv tip electrode (lv tip - can and lv tip - rv) were not out of the ordinary and the impedance values for these pacing vectors were on average about 565 ohms. There were no reported adverse patient effects associated with these clinical observations.